Event description:
It was reported that a 980 ventilator had an erratic display. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device. The se found a loose cable due to strain relief being too tight. The se reseated the cable and the issue was resolved. The se performed extended self-testing on the device and all tests passed.